Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported by a hemodialysis (hd) clinic that an external blood leak from the venous side of the dialyzer occurred 15 minutes into a patient¿s hemodialysis treatment. There was no blood alarm form the dialysis machine. Follow up with the clinic indicates that the patient did not experience any complications as a result of the alleged event. The patient resumed treatment on the same machine after the dialyzer was replaced. The blood loss volume was not reported.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a hemodialysis (hd) clinic that an external blood leak from the venous side of the dialyzer occurred 15 minutes into a patient¿s hemodialysis treatment. There was no blood alarm form the dialysis machine. Follow up with the clinic indicates that the patient did not experience any complications as a result of the alleged event. The patient resumed treatment on the same machine after the dialyzer was replaced. The blood loss volume was not reported.